Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2025. During procedure, the atrial lead dislodged and phrenic nerve stimulation was noted. Then the pacemaker set screw could not be unscrewed. The system was replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew was confirmed. Analysis revealed epoxy was found in the atrial connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.